Manufacturer narrative:
A review of the complaint revealed that on day 6, the patient was symptomatic. Subsequently, on that same day, the patient was hospitalized for a syncopal episode and reported that the orange light on the patch was blinking. A clinical review of the patient¿s daily reports noted multiple artifact readings and bradycardia (heartbeats less than 60 times per minute). Since the device was not returned to irhythm for evaluation, the exact cause of the reported syncopal episode and noted artifact readings cannot be determined. However, an arrhythmic event cannot be ruled out as a contributory factor. Additionally, the documented artifact readings can likely be attributed to poor adhesion of the at patch, resulting in the light on the patch flashing orange and possibly not capturing the event. The zio at device manual states, ¿if you see a light on the patch flashing orange, the patch may not be well attached or may not be recording, or the gateway may not be sending heart rhythm data. Refer to troubleshooting on pages 19 through 21 for a description of the flashing lights and required action. Call customer care at (B)(6).¿ this event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
A patient experienced a syncopal episode and hit their head and eye during the zio at wear period. The patient was hospitalized, and the doctor removed the device.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.